Event description:
The customer reported that, during 12 lead ECG, the device provided messages to check the leads, missing leads, leads off, and analyzing, but was unable to acquire 12 lead. The device was in use on a patient and there was no adverse event to patient or user.